Event description:
Allegedly per article by hernandez, et al., case rep orthop. 2015. "Fracture of the modular neck in total hip arthroplasty.": 2.4 years after primary surgery (2009, exact date not reported), a male (53 years old at primary surgery) required revision surgery in his left hip due to a fractured ti modular neck. During revision surgery a pseudotumor tissue reaction was also found. The femoral stem, femoral head, and acetabular cup were also revised.